Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, an air leak occurred with the sheath. The sheath was inserted into the heart, a non-abbott (octaray) catheter was inserted, and mapping was performed. When aspirating from the side port, it was noted that air was aspirated. Although aspiration was performed multiple times, air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.